Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited long charge time. No interventions was performed. The patient was in stable condition.

Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered inadequate anti-tachycardia pacing(atp) to convert rhythm. No interventions was performed. The patient was in stable condition.